Manufacturer narrative:
(B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-jan-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that system drawer failed repeatedly. A field service engineer (fse) had tested the drawer and identified cubie b6 as unresponsive, removed the pocket via hardware test application (hta), verified all cables were secure, replaced the older-style drawer controller on main drawer 3.1, recovered the drawer in the pyxis application, and confirmed successful operation through hta testing and multiple completed inventories to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 3.1 failed repeatedly when it was accessed. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.